Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another 18-4/5.8/75 xxl esophageal balloon catheter. There were no complications reported and the patient was fine.